Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. During analysis, the reported issue was unable to be duplicated. Service replaced the battery as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found. (B)(6).

Event description:
Information was received indicating that the battery of a smiths medical medfusion pump depleted though it displayed it is at 94%. No adverse effects were reported.